Event description:
A report was received that the patient was having difficulty aligning charger with the ipg when charging. The patient underwent an ipg replacement procedure. It was noted that the ipg had a blackish substance in the pocket site. The physician noticed a spot on the battery that looked like it was being rubbed. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the complaint was not verified. Upon receiving the battery was in hibernation, and it was charged to 4.04 volts in two charging cycles. The device is capable of being charged fully under a proper charging method. The battery depletion and sleep current rates were within the expected ranges, 8.30 mv and 101 ua respectively when the device was turned off. The source of the blackish substance in the pocket site could not be determined. Visual inspection confirmed the shiny mark on the case of the ipg. It does not affect the functionality of the device. Device history record was reviewed and it revealed no anomalies. The device passed all the required functional tests and it revealed normal device characteristics.

Event description:
A report was received that the patient was having difficulty aligning charger with the ipg when charging. The patient underwent an ipg replacement procedure. It was noted that the ipg had a blackish substance in the pocket site. The physician noticed a spot on the battery that looked like it was being rubbed. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty aligning charger with the ipg when charging. The patient underwent an ipg replacement procedure. It was noted that the ipg had a blackish substance in the pocket site. The physician noticed a spot on the battery that looked like it was being rubbed. The patient was doing well postoperatively.